Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device showed noise on the ventricular channel. Oversensing was seen on the egms. A chest x-ray determined that the rv lead was dislodged.